Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited a foreign object that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, confirmed there was foreign material in the nozzle. It was also confirmed that the section of the device with the foreign material remained had no deformation. However, the root cause of the foreign matter remaining on the device could not be identified. The following is included in the instructions for use (IFU): such events can be detected and prevented according to the following ifus: instruction manual gif-1200n operation chapter 3 preparation and inspection, the detection method is described. Instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories to be reprocessed) describes preventive measures. Olympus will continue to monitor the field performance of this device.